Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was calling for MRI compatibility since they were needing to have a full body MRI. Agent reviewed and guided the pt through entering/exiting MRI mode and turning therapy back on. Pt noted seeing full-body eligibility while in MRI mode. Pt then reported that they would get 15 minutes of therapy and then the therapy would cut off. Agent reviewed considerations with the pt. Pt denied seeing therapy was off when they noticed the therapy cut off. Pt said that it was just like the therapy wasn't happening anymore. Pt then said that they never figured out the groups, but that they could change things. Agent was confused and was trying to clarify with the pt, but ultimately the pt was redirected to hcp to further address. When asked for the event date, pt said that it was since they had the device.